Event description:
The customer reported the system intermittently would lock up during the boot cycle. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software, tge system operates as intended.